Event description:
Per the clinic, the patient was treated with oral and IV antibiotics (date and duration not reported).

Event description:
Per the clinic, the patient experienced constant pain and infection at the implant site (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.